Event description:
It was reported a novum iq large volume pump under-infused. In the cardiac intensive care unit (cicu) the patient was receiving intravenous (IV) nicardipine. The primary infusion was running at a rate of 15ml. The bag had approximately 30ml remaining in the bag; however, the volume to be infused was showing the bag had run out. The patient was receiving the maximum dose of nicardipine; however, the medication was not able to control the patient¿s blood pressure. The tubing was changed and the pump was swapped. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.